Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3389-40, lot# 0210864049, product type: lead. Product ID: 3389-40, lot# 0210897382, product type: lead. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A manufacturer representative reported that the patient's leads were accidentally cut during a stage two procedure when the pocket and implantable neurostimulator (ins) were open. The hcp decided to implant the ins without the extensions and removed the leads at the time of the procedure. The ins was not activated. No further troubleshooting was done. The implant surgery was rescheduled for the (B)(6) 2016. A pre-operation MRI was going to be repeated so the manufacturer representative wanted to know if an MRI could be done circuit is open and only the ins is implanted.